Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.